Event description:
It was reported that, during the preparation of a procedure, the needle did not retract nor did the blue steam button work. Another delivery device from the same batch was tried, but the same error occurred. As troubleshooting, the socket was changed, the room was changed, and the generator was tested at 100v and 220v. Another delivery device of another lot was then tried, however, the same issue persisted. No error message was displayed by the generator. It was then noted that the generator and the delivery devices were in good condition. However, the patient was already under general anesthesia and the procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia

Event description:
It was reported that, during the preparation of a procedure, the needle did not retract nor did the blue steam button work. Another delivery device from the same batch was tried, but the same error occurred. As troubleshooting, the socket was changed, the room was changed, and the generator was tested at 100v and 220v. Another delivery device of another lot was then tried, however, the same issue persisted. No error message was displayed by the generator. It was then noted that the generator and the delivery devices were in good condition. However, the patient was already under general anesthesia and the procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the available information, the cause that contributed to the reported clinical observation cannot be determined.